Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the fenestrated bipolar forceps was stuck inside the 8mm reducer. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have the main tube broken. The broken main tub is what caused the reducer to get stuck on the instrument. A piece measuring approximately .239¿ x .309¿ was not returned with the instrument. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument cables had to be cut in order to remove the reducer from the instrument. The instrument cannot be placed on an in-house system for any functional testing due the broken cables. The root cause of broken instrument main tube is typically attributed to the user. Additionally, the instrument was found to have various scratch marks removed on the main tube. The scratch marks were .072¿ - .325¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the user. Per the instrument log review, the device was not used on the reported event date of (B)(6) 2022. The fenestrated bipolar forceps instrument (part 471205-17/k12211011 0048) was last used on (B)(6) 2022 on system sk0059 during pulmonary lobectomy for 46 min. The instrument has 3 uses remaining after last use. The instrument has max 14 lives. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end) however the site reported that no fragment fell into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.